Manufacturer narrative:
Method: no product was returned for evaluation and investigation. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. The directions for use (dfu), ((B)(4)), states warning: "flow rate is adjustable. To reduce potential adverse effects, medication dosing should be based on the maximum flow rate. The amount of medication over the therapeutic period and delivery time can vary by as much as 20% due to the flow rate variation. Please take this variance into consideration when determining medication delivery to reduce potential adverse effects. Result: the sample is being retained by the facility at this time. Without the actual product, a complete analysis cannot be conducted. If additional info pertinent to this complaint or the sample is received, I-flow will submit a follow-up report.

Event description:
(Procedure: elective placement for extreme pain). (Cathplace: anterior to sternum). (Drug/diluent: marcaine 0.5%). (Fill volume: unknown & flow rate: 14ml/hr). Two pumps were placed simultaneously for this pt ((B)(6)). Pumps were placed on pt for pain management of sternum. Pt coded and expired (death). Update: (B)(6) 2010, dr reported that he used different pumps than he had used in the past and was unfamiliar with these pumps. He typically used a dual pump (2 catheters that infuse 2ml/hr each). Dr did not adjust the dial on the select-a-flow (saf), and the device is shipped set at 14ml/hr. Date of event: (B)(6) 2010. Per dfu: labeled fill volume: 400ml. Maximum fill volume: 550ml. The flow rate: 2, 4, 6, 8, 10, 12, 14ml/hr. Warning: "flow rate is adjustable. To reduce potential adverse effects, medication dosing should be based on the maximum flow rate. Flow rate may vary +/- 20%."